Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5), in-house coil (model: qc-4-8-3d lot: a137673) drawing(s) referenced: dwgs105-5091-150 rev. Bb as found condition: the echelon-10 micro catheter and two axium devices were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. (Pli-20) the axium device was returned further within an opened axium inner pouch, within a dispenser coil and within an introducer sheath. (Pli-30, pli-40) the axium device and echelon-10 micro catheter were returned further within an opened echelon-10 inner pouch and within a dispenser coil. Visual inspection/damage location details: (pli-20) no damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the axium pusher. The axium implant coil was found stretched and damaged within the introducer sheath with the polypropylene filament broken (figures e, f, g). (Pli-30, pli-40) the axium pusher was found within the echelon-10. The pusher was found broken at the break indicator (figure I), indicative of a manual detachment attempt. The release wire was fully retracted out of the pusher and not returned for analysis. The pusher was found bent at ~73.6cm from the proximal end (figure j). The implant coil was already detached and not returned for analysis (figure m). No flash or hub mold were found within the hub. No damages or irregularities were found with the echelon-10 micro catheter hub. The echelon-10 micro catheter braid was found damaged at ~21.0cm from the proximal end (figure l), protruding out the external catheter. The inner liner was not damaged at this location. No damages or irregularities were found with the distal tip or marker bands. Testing/analysis: (pli-20) the axium implant coil could not be advanced out of the introducer sheath as it was found stuck and cannot be used for resistance testing due to the damages. (Pli-30, pli-40) the echelon-10 total length was measured to be ~155.5cm and the useable length was measured to be ~147.6cm, which is within specification (specification: total (ref) = 155cm, usable: 147cm ±1.5cm). The axium pusher was removed from the micro catheter with no resistance encountered. The echelon-10 micro catheter was flushed, and water exit the distal end. An in-house coil was inserted into the echelon-10 micro catheter hub, through the catheter body, and out the distal end with no resistance encountered (figure o). It is likely that this echelon device was the working replacement echelon-10 micro catheter and not the alleged resistance echelon. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ and ¿coil resistance/stuck in catheter¿ were confirmed for the separately returned axium device as the damages found is consistent with resistance. Possible causes for resistance in catheter include, but not limited to, lack of hydration before procedure, user does not maintain correct continuous flush rate, tortuous anatomy, or damage to the micro catheter. Customer reported vessel tortuosity as minimal, devices were prepared/flushed per IFU, and no damages were found with the micro catheter. Therefore, the likely cause could not be determined. As the original echelon-10 micro catheter used during the event was not returned for analysis, any contribution of the echelon-10 towards the resistance could not be determined. The returned echelon-10 and second axium pusher is likely the working replacement. No resistance was encountered with the echelon-10 that would contribute towards resistance. The catheter braid was found damaged (external micro catheter) did not contribute towards any internal resistance. The second pusher was found broken at the break indicator, and the implant was detached as expected by the detachment subassemblies. The axium coils are compatible for use with the eche lon-10 micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a coil encountered resistance in the echelon catheter. The patient was undergoing surgery for treatment of a fusiform, unruptured left side, v4 segment aneurysm with a maximum diameter of 4.68 mm and neck diameter of 3.72 mm. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 7 mm. It was reported that the microcatheter 105-5091-150 was delivered in navien. Both the qc spring coil and the guide wire could not be pushed in the microcatheter. After multiple adjustments, there was still great resistance and could not be pushed. Therefore, after replacing it with the microcatheter of the same model and lot, it was successfully filled. In addition, when the spring coil qc-4-8-helix was used, the resistance in the microcatheter was very large. After multiple adjustments, there was still a lot of resistance and it could not be filled. It could only be replaced with a spring coil of the same model from another brand, and it was successfully filled. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. On 2025-jan-17 e1 (for, rep, hcp): additional information was received that catheter resistance occurred in the proximal section. The coils came out of the introducer sheaths smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage observed to the coils or catheters after removal. The guidewire was able to pass the catheter hub and the hub was not damaged. The guidewire tip was shaped and there was no damage found on the guidewire.

Event description:
Additional information received reported the event involved only one microcatheter.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.